Manufacturer narrative:
A lot search for architect stat troponin-I reagent lot 03031un11 did not identify any atypical activity for discrepant results, and no adverse trends or non-statistical trends were identified related to the customer's issue. Complaint records were reviewed to determine whether other customers experienced similar issues and no increase in complaint activity for false positive results was identified. As no patient samples were returned for evaluation purposes, accuracy testing was performed using a known concentration of troponin with reagent lot 03031un11, which met acceptance criteria. Review of the architect stat troponin-I package insert contains adequate information regarding conditions that may increase architect stat troponin-I values including heterophilic antibody interference. A product malfunction was identified in the product evaluation, however, the investigation concluded architect stat troponin-I reagent lot 03031un11 performed acceptably.

Event description:
The customer observes differences between architect troponin and istat troponin patient results. The customer believes the istat results are more accurate, as the architect results do not capture increase in a patient's troponin results over time when serial blood draws are performed every 3 hours. The customer considers > 0.04 ng/ml a high (positive) value for both methodologies. The emergency department physicians were concerned when patients present with chest pain, there are no other symptoms indicating a myocardial infarct (mi) had occurred, as the EKG was normal. The physicians were wanting assistance in correctly identifying patient with true mi. The customer provided an example of discrepant architect troponin and istat results: sid (B)(6) initial istat result = 0.0 ng/ml, architect result = 0.31 ng/ml. The customer does not believe there is anything wrong with the architect, however, would like explanation why troponin results were not increasing over time as would be expected with patients having an mi, and why architect results are higher in comparison to the istat method. There was no unnecessary treatment give to any patient, therefore, no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.